Manufacturer narrative:
(B)(4). D6a: implanted on an unspecified date in 2016. D10: cat# unknown lot# unknown / unknown g7 finned acetabular shell. Cat# unknown lot# unknown / unknown taperloc stem. Cat# unknown lot# unknown / unknown ceramic biolox head. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 8 years post implantation of a right total hip arthroplasty, the patient was revised due to an unspecified mechanical failure of an implant. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.